Event description:
Per the clinic, the patient experienced skin issues around abutment site (specific date not reported). The patient underwent revision surgery to debride the affected site on (B)(6) 2025. During the same procedure on (B)(6) 2025, the patient also received a steroid injection (duration not reported). Later, the patient developed bleeding at abutment site. The implanted device remains.